Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. The cause of the syncope was undetermined. The lower rate limit was increased as well as the rate offset. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced a syncopal event. Numerous sudden brady response episodes were stored. Boston scientific technical services (ts) discussed reprogramming options. No additional adverse patient effects were reported.